Event description:
It was reported that the stent strut was damaged. The 40% stenosed target lesion was located in the mildly tortuous and mildly calcified common iliac artery (cia). An 8.0x60x135 cm express ld stent balloon expandable was selected for use. During the procedure, the stent strut was damaged while crossing the cia bifurcation. The procedure was completed with another of the same device. There were no patient complications as a result of this event.